Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings:a review of the black box showed unexplained power on reset events. No damage was found to the battery compartment or returned battery cap. No moisture/corrosion was found in the battery compartment. The returned battery cap fully attached to the pump and was used to successfully complete 24 hour testing. The returned battery cap contact measurements were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. (B)(4).